Manufacturer narrative:
During the investigation the technician discovered that the main board had been repaired and altered by an unauthorized service provider prior to the patient event. As a result of the device being tampered with, root cause could not be firmly established. The main board was scrapped and replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 71-year-old male patient, the device would not power up. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.